Event description:
A false low advia centaur xp estradiol-6 (e2-6) result was obtained for a patient sample. The result was part of a serial draw. Repeat testing was performed and the results were as expected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 result.

Manufacturer narrative:
The cause for the discordant estradiol-6 (e2-6) result is unknown. The quality control and calibration were within acceptable range. The instrument is performing within specification. No further evaluation of the device is required.